Event description:
It was reported that a ventilator generated a frozen screen and would not power off during patient use. The patient was removed from the device and placed on an alternate ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). When the device would not shut off, the customer reported to try and disconnect the internal battery. The internal components were hot so the customer was not able to disconnect it. It required a hard shutdown to power off the ventilator. The returned device was evaluated for the reported issue. After shutting the device on and off three times the unit froze at picture screen. A hard shutdown was required. The failure investigator replaced the single board computer (sbc) to resolve the issue.